Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having a lot of issues with both the equipment and stimulator, and they wanted to talk to someone about their symptoms. Patient said sometimes they felt a shocking sensation in their hips. Agent asked, patient said the issue started 2 days ago. Patient denied making any changes to their stimulation settings and confirmed the issue was only present when their stimulation was on. Agent reviewed information and recommended patient turn stimulation off until they could have a manufacturer representative (rep)  take a look at it. The patient was redirected to their healthcare provider to further address the issue. Patient said they had an appointment with a rep coming up, and was surprised there was no one they could speak with about the issue; agent attempted to gather potential notify date information, but patient seemed to get upset with the redirect and said 'goodbye' like they had hung up. Agent could still hear the patient, but they were not answering the agent's questions. Additional information was received from a manufacturer representative (rep). The rep reported that this was the first time rep heard about that issue and rep did not have patient on schedule to be seen like patient stated. Rep will reach out to the patient and further discuss.